Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of a uterine prolapse on (B)(6) 2007 and mesh was implanted. The patient immediately suffered severe pain, an inability to urinate and was unable to walk after surgery. The patient had trouble urinating. She could not sit, stand or walk for prolonged periods of time. The patient had severe pain, infections on an ongoing basis and could not engage in sexual relations. As a result of the pain, the patient had continuous prescription pain medication. The patient has undergone various surgeries to remove the mesh. Attempts at mesh removal have been unsuccessful. The patient continues to live in pain, has sustained permanent and debilitating injuries.

Manufacturer narrative:
Date sent to the FDA: 1/29/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent vaginal mesh excision and cystoscopy on (B)(6) 2008, due to dyspareunia and abscess collection. It was reported that patient underwent laparoscopic retropubic urethropexy, lysis of adhesions, cystoscopy and insertion of suprapubic catheter on (B)(6) 2008, due to recurrent stress urinary incontinence. It was reported that patient underwent flexible ureteroscopy, retrograde pyelogram, laser lithotripsy and basket extraction of stone on (B)(6) 2011, due to stone in the upper ureter on right side. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.